Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 4. Related manufacturer reference number: 1627487-2019-06246, related manufacturer reference number: 1627487-2019-06247, related manufacturer reference number: 1627487-2019-07262. This report is related to a (B)(6) patient. It was reported the patient lost therapy due to high/low impedance. Reprogramming attempts were unable to provide resolution. In turn, the patient's scs system was explanted and replaced with a competitor's device. Follow up information identified two extensions associated with the event. These two extensions have been added as reportable devices 3 and 4. Extension device information is unknown at this time.

Manufacturer narrative:
The reported event for invalid impedances was confirmed. As received, both extensions were complete. Microscopic inspection revealed that both extensions had all wires detached from the header electrodes. The root cause is consistent with an overstress condition the extensions were subjected to while still in vivo.

Event description:
Device 4 of 4. Related manufacturer reference number: 1627487-2019-06246. Related manufacturer reference number: 1627487-2019-06247. Related manufacturer reference number: 1627487-2019-07262.